Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the doctor attempted to use the peel-away sheath during catheter placement. When wire and internal stylet were removed, the lumen of the sheath collapsed not allowing air tight seal. It wouldn't pass catheter through sheath because of compressed product. Exchanged the sheath for different model peel-away. Catheter successfully placed.